Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's sensor may have fractured inside their body but they were unsure. The customer¿s blood glucose level was unknown at the time of the incident. The customer was having sensor insertion issues. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.